Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 (post) "backup alarm failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the 1104 "check vent: backup alarm failed" error code in the event log. The pse replaced the central processing unit (cpu) board to resolve the reported issue. After performing periodic maintenance, the pse verified that no malfunction was found and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician confirmed that the 1104 "backup alarm failed" alarm error occurred in the event log retrieved from the service (1104,00:16.09am,02-25-2023, post backup audible failed). The 1104 error could not be duplicated at the pil during the boot up of the cpu pcba or standard test bed (stb) operation using the cpu pcba. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and discovered that both the visual and audible alarms operated without any issues. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification, no problem was found.